Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-09721. Related manufacturer reference number: 2017865-2021-09724. It was reported that the patient presented for a generator change due to elective replacement indicator (eri). The physician was unable to get the leads out of the header. The header was cut to free the leads. The right ventricular lead remained intact. The atrial lead was damaged, the lead was capped and replaced. The patient was in stable condition.